Event description:
This pt with metastatic glucagonoma to the liver was treated unveventfully with 99 gy of therasphere to the right liver lobe in 5/2002. Three and a half weeks later, the pt was admitted to the hops for coffee ground emesis and a hemoglobin of 7.1. The pt received 2 units of prbcs. An ECG performed in 6/2002 revealed gastric varices, but no active bleeding. The pt has hematemesis the next day requiring transfusion with 2 units prbcs. On repeat edg, gastric varices were banded with hemostasis obtained. The pt did not experience any further bleeding episodes. Pt also received octreotide treatment and was discharged home 1 week later.